Manufacturer narrative:
Device evaluation: the complaint issue was described as when connecting the camera to the camera box, no image and not recognizing. The customer's complaint was verified. The camera would not produce an image. A functional test confirmed the complaint. A visual inspection was unable to detect any issues of abuse or physical damage. Troubleshooting found a short between the cable proximal end pins 5 (up1_n) & 7 (up1_p). This short prevents proper communication between the camera and ccu, and it explains the customer's reason for return. The cable was removed from the headboard and the short was still present - this isolates the short to the 051529-00 cable. Troubleshooting indicates an internal issue with the encapsulated end of the cable, which can't be repaired or evaluated further at ksna goleta. The customer's issue was caused by a faulty cable, which needs to be replaced. The cause of the issue was determined as cable short between proximal end pins 5 & 7. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that when connecting camera to camera box, no image, not recognizing. Tested with another camera that worked fine. Used one time for a prior procedure with no issues. No negative impact in state of health reported.